Manufacturer narrative:
According to the customer on 4/26/26, a bolt came loose on the rollator, causing the rollator to lean forward. The customer reported the bolt broke off, and the customer fell forward and struck their head on a washing machine. The customer reported pain on the right side of the body and pain in both wrists following the fall. The customer stated they planned to call their doctor to make an appointment. No additional information is available at this time. A sample has been requested for evaluation. It has been determined that the reported event could cause or contribute to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer on 4/26/26, a bolt came loose on the rollator, causing the rollator to lean forward. The customer reported the bolt broke off, and the customer fell forward and struck their head on a washing machine. The customer reported pain on the right side of the body and pain in both wrists following the fall. The customer stated they planned to call their doctor to make an appointment.